Event description:
The pump was powered on in an attempt to replicate the initial failure. The pump did not display any error codes or warning indicators after being turned on. The pump was able to be provisioned and logs were able to be downloaded and pulled from the server. Since the som module was initially suspected of locking up, it was determined that the som module should be removed and replaced. Once all repairs have been completed, the pump will undergo all necessary functional testing.

Event description:
The following has been reported: biomed reported: IV pump malfunction. Flashing red lights and sirens. No patient harm preliminary evaluation of the logs showed the following: processor hardware failure (linux core). An active infusion was stopped (per log review). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.